Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited damage in the insulation during a procedure performed to replace the implanted pulse generator due to normal battery depletion. As result, the lead was surgically abandoned. A new ra lead was unable to be implanted due to the occlusion of the vein. No additional adverse patient effects were reported.